Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has had surgery twice to seal a radical cavity on his implanted side. The electrode can be observed by the ear canal. It is proposed to carry out re-implantation during a new surgery to treat the radical cavity.